Manufacturer narrative:
B4:24sep2021. The customer refused to repair the device because the device was out of warranty, and the customer didn't provide more details to the engineer. No service was performed on this unit. If additional information is received at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b.5 on initial report: it was reported to philips by a customer that the unit has a screen insensitivity.

Manufacturer narrative:
Report date: 04sep2021. (B)(6).

Event description:
It was reported to philips by a customer that the unit has a dim display. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported